Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the reporter contacted lifescan (lfs) alleging that the lay user/patient's one touch ultralink meter was displaying inaccurately high results compared to how the patient felt. This complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately 2:47am on (B) (6), 2010. The reporter claimed that the patient tested her blood glucose with the subject meter and obtained results of "401, 242, and 123 mg/dl." It is not known how far apart the reported readings were taken. The cca documented that the patient manages her diabetes with an insulin pump. The reporter confirmed that no change was made to the patient's usual diabetes routine due to the alleged product issue. Immediately after obtaining the alleged inaccurate high results, the reporter claimed that the patient became "shaky." The reporter stated that the patient treated herself by some drinking orange juice. The reporter denied using any other meter to test the patient's blood glucose. During the troubleshooting session, the cca documented that the reporter was walked through a quality control test on the subject meter and it passed. Replacement meter and supplies were sent to the patient. This complaint is being reported, because the reporter claimed that the patient obtained inaccurate high readings on the subject meter and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.